Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: (B)(4).

Event description:
On (B)(6) 2010, the pt was implanted with six gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. During the final angiogram images, an extravasation was noticed in the proximal abdominal aorta. An aortic extender component was implanted to treat the extravasation. The extravasation was not resolved so, an additional aortic extender component was implanted and ballooned. The extravasation was still not resolved so, the decision was made to convert the pt to an open procedure and explant all of the devices. The pt was implanted with a tube graft from an unk manufacturer. On (B)(6) 2010, the pt died. The exact cause of death is unk and no autopsy was performed. The physician stated he felt that the pt expired due to the open conversion procedure.